Event description:
It was reported that a patient presented with scrotal and leg edema. It was discovered that the vena cava filter that was implanted 22 months earlier, prior to neurosurgery, had a complete occlusion of the ivc below the filter extending into both iliacs. The physician felt that the filter was the cause of cava thrombosis, but did not know when the onset of the symptoms were. Tpa infusions were done, which opened the vessel up a little. The vena cava filter was removed without difficulty, and the physician then stented the ivc and both iliacs. Another vena cava filter was then implanted per the families request. Patient is currently doing well.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation, so a sample evaluation could not be performed. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) states: potential complications: caval thrombosis/occlusion.